Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services. The technical service's consultant was informed that the device had been updated. Upon interrogation, the device could not be located. The local representative was instructed to cycle the power to the programmer. The device still could not be located. A magnet was applied over the pocket site and beeping tones were generated. Another attempt to interrogate the device was successful. The available information suggests that the device remains in-service.